Event description:
It was reported that (1) tlh90, (1) tlc55, (1) tlc75 were used during a subtotal gastrectomy procedure. It was reported by the rep that according to the scrub tech, surgeon indicates device would not fire. Opened another device to complete the case. There was no consequence to pt.